Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: was the intra-op procedure changed due to the device: no; was post-op care changed for the patient due to the extended or time or the device malfunction: no.

Event description:
It was reported that during an unknown procedure, during stapling of the lobe of the patient the device cannot be reopened. The device was jammed in a closed position on the patient lobe in his thorax. Use of another device of another brand to remove the stapler and the resected specimen. The procedure was extended of less than thirty minutes. The lobe was cut shorter than planned. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n54352. The ec60a device was received for analysis with no visual non-conformances and with an ecr60g cartridge reload loaded on the device. The cartridge reload was received partially fired 1/3 consistent with an incomplete or interrupted cycle. In addition, the reload was returned with 8 drivers missing and 1 driver out of position making the reload non-functional. Although no conclusion could be reached on what caused the drivers to fall. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.